Event description:
It was reported that the device ruptured. A 3.00 x 20 mm agent dcb ruptured on the distal side during the first 30 second inflation attempt at 8 atm. The device was removed and the procedure was completed with a different device. No patient injury reported.